Manufacturer narrative:
Model number/catalog number : sc-2317-70 serial number: (B)(4), batch/lot number:  20024719, model/catalog description:  infinion cx lead kit, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was receiving inadequate stimulation due to lead migration which caused by a fall. During the procedure, physician tried to place the existing leads into correct position but was unable to, he then explanted the leads. It was also mentioned that physician tried implanting new leads but due to patients positioning on the bed it was unsuccessful.